Manufacturer narrative:
(B)(4). During baxter's eval, the constant upstream occlusion alarms was confirmed and was not reproduced. Eval found that the upper and lower ultrasonic reading to be below specification, caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no pt involvement.